Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test, and basic occlusion test. No motor error alarms or displacement anomalies noted. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The motor was tested outside of the device and passed. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump was unable to confirm no excessive no delivery alarm due to prime fill anomaly. The pump was unable to confirm motor position encoder error alarms due to several alarms in the history file. Displayable history alarms due to a corrupted history file. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm and motor position encoder error. The customer's blood glucose level was 18.0 mmol/l at the time of the incident. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the motor error alarmed several times. The product was returned for analysis.